Event description:
Major pump unit(s) involved: blood pump. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: blood pump. Additional text: pump pocket infection. Specific component(s) involved: other component malfunction, specify. Additional text: other component: pocket infection. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention: drainage of abcess/pump pocket. Implant device type: lvad. Malfunction device type:.